Manufacturer narrative:
The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received report indicating the jnj iol was explanted from the patient¿s right eye. The iol was explanted because they could not see street signs unless they were up close. Reportedly, she started losing distance vision. She also saw shadows and lost contrast in colors as though she had lost 10% of black in her vision. She has difficulty reading her computer and when she covers one eye the other objects appear to be in different places. Consequently the patient did not feel comfortable walking as she was afraid to fall. Patient wanted to cover her eye with a patch but was concerned if it would strain her other eye. She also inquired about possible issue with having the iol explanted. She was advised to follow-up with her doctor. Reportedly, the doctor informed her she has small pupils. She has no other eye health issues. No further information was provided.